Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Using siemens remote services on the dimension vista 500 instrument, siemens remotely inspected the instrument and observed multiple flags for calcium and glucose on the result monitor. Quality controls (qcs) were within expected ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse serviced the instrument and replaced sample arm 1 (s1) mixer, performed alignments, and ran quality control (qc), resulting within specifications. The cause of the event was a use error as the customer reported results flagged with "abnormal assay"; as per the dimension vista system operator's guide, results flagged with "abnormal assay" cannot be reported. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
Discordant, falsely depressed glucose (glu) results, flagged with "abnormal assay", were obtained on two patient samples on a dimension vista 500 instrument. The initial results were reported to the healthcare practitioner(s), who questioned the results. Different samples from the patients were run on an alternate instrument and the result obtained on sample ID (B)(6) did not correlate with the initial result; the result obtained on sample ID (B)(6) on the alternate instrument is unknown. The initial samples were rerun on the initial instrument, recovering higher than the initial results. The repeated results, obtained on the initial instrument, were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glu results.